Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the motor stall did not recover. There was only one motor stall noted in the pump logs. There were no patient symptoms. The patient was reported as "fine" following the replacement.

Event description:
It was reported the patient went into their clinic due to an critical alarm occurring. The checked logs indicated the critical alarm was for a motor stall. The pump was replaced. The pump was used to deliver prialt/ziconotide. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump (B)(4) a motor gear train anomaly of corrosion and/or wear and/or lubrication. The stall was due to shaft-bearing. Analysis of the catheter (lot# unknown) found a non-significant anomaly, the sc connector was damaged at explant.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.